Event description:
It was reported that the 9800 system has problems associated with the shutter on the c-arm. It was also noted that the system boots and displays an iris pot error. There was no report of patient injury.

Manufacturer narrative:
A ge service rep performed an investigation. Based on info provided, the following components have been ordered. Backplane pcb, image processor pcb, fluoro function pcb and collimator. It is believed that once the identified components are replaced, the reported issue will be addressed. If any additional info is received that indicates otherwise, a followup report will be submitted as required.